Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): device returned and analyzed and the failure disappeared during analysis. Interrogation was not possible at preliminary testing. The exact cause of the confirmed no telemetry condition could not be determined. The condition disappeared after the device was cut opened.

Event description:
It was reported that before the implant, the device was interrogated but carelink but was not able to identify the device. The device was still not able to interrogate when tried with a different carelink or programmer. The device was not used and returned. No patient complications have been reported as a result of this event.